Event description:
The patient had an MRI, which showed a complete rotator cuff tear. He was admitted to the hospital and underwent a left shoulder arthroscopic subacromial decompression, acromioplasty, distal clavicle resection, and rotator cuff repair. During the repair, two horizontal mattress sutures and two simple sutures were placed through the cuff with a scorpion suture passer. Upon completion of the last passage of the suture through the cuff, it was noted to be tough and difficult to pass the suture through the scorpion suture passer. As soon as it was noticed to be tough, the surgeon removed the passer and noticed that the last 1 to 2 mm tip of the needle was missing from the scorpion needle. It was found to be stuck in the rotator cuff tissue. The tip has remained in the patient. In addition, there was one other occurrence in the past where the tip was found and removed after it broke in the patient.